Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown.

Event description:
Following a review of a published literature paper, it was reported that during a surgical procedure, it was noted that the product contributed to a laceration at the lateral nasal wall that had been inadvertently created while splitting the maxillary bone. No product malfunction was noted. No further information was available. It was further noted that the procedure was completed successfully.